Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was intermittently vibrating. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a call service 088 alarm was observed in the alarm history. After powering on, the pump gave a vibratory alert every 3 minutes and eventually a call service 088 alarm occurred. The call service 088 alarm was due to moisture damage on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.